Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a pump pocket infection, but due to continued and sustained non-compliance with treatment and follow up, the patient was not deemed a candidate for a pump exchange. The patient expired at home on (B)(6) 2017. The cause of death was reported as sepsis. No further information was provided.

Manufacturer narrative:
A specific cause for the reported event could not be determined conclusively through this evaluation. It was reported that the pump functioned as intended was not returned for evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.